Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On 3/6/2023, it was reported by a sales representative via email that an ar-2324kbcc biocomposite swivelock knotless mechanism was broken. The surgeon decided to use the sutures and create bone tunnels to do the repair instead. This was discovered during an rcr procedure on (b(6) 2023. Additional information requested.